Event description:
Ous MDR - after an implantation period of about 33 months, an impedance increase >2500 ohm and threshold values over 7v@0.4ms were reported. The lead is active and implanted. The patient is not dependend on the ventricular lead. No adverse patient side effects have been reported.